Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced.

Manufacturer narrative:
Investigation revealed that there was no system malfunction. The user acknowledges that they will perform an anatomical landmark check with each new instrument or level to ensure navigational integrity before proceeding with navigation. If the anatomical landmark check is inaccurate, the user can reregister via the "life-saver" or "bail out" button. Post-operative imaging also revealed that the screws were misplaced in a translational deviation from the planned placement which is symptomatic of a drb shift. There were no reported adverse effects to the patient. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required.